Event description:
Report 1 of 3. Consumer reported via email that upon removal of a tampon, the string ripped off from the pledget. She manually removed the pledget from her vaginal cavity. She did not report any adverse health effects. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide a specific absorbency affected, therefore we are unable to provide a model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction. H3 other text : not returned to manufacture.